Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device was received in "sleep study" mode. In sleep study mode, the device will turn the display off by design after a few seconds while device remains on. Measurements are still being obtained. Audible and visual alarms are not present by design in sleep study mode. The device was functioning as designed. (B)(6).

Event description:
The customer reported the device has no alarm or sound. No patient impact or consequences were reported.

Event description:
The customer reported the device has no alarm or sound. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). H3 other text : device not returned.